Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the clinic, the patient's device was explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Component (B)(4): implanted device remains.